Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 15-jun-2017, an fse conducted on-site follow-up with the customer. The fse observed that the different calibrator lot the controls recovered very close to the mean value. The fse noticed that there were signs of the wash probes leaking so they were changed. The instrument returned to normal operation and the control recovery was within range. The most probable cause of the reported event was due to a change in calibrator lots

Event description:
On (B)(6) 2017, a customer reported quality control recovery issues on their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.